Event description:
Unomedical reference number (B)(4). Event occurred in egypt on (B)(6) 2024, it was reported by the patient that infusion set was bent due to which hyperglycemia occurs. Blood glucose level was 400 mg/dl. High blood glucose level was treated by the pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
(B)(6).